Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified. The batch or catalog number cannot be confirmed since the position of the photo does not allow it; creases, red biological tissue and deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture related to the right side, MRI, ultrasound, mammography and retro-pectoral breast device performed. Device has been explanted.